Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer mother reported via phone call that her daughter experienced high blood glucose. The customer blood glucose level was 400 mg/dl, not below 300 mg/dl, and current blood glucose of the patient is 212 mg/dl. "Customer" mother also stated that they took her daughter to doctor and treated with manual injection. "Customer" other relevant blood glucose was almost 600 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer "feel" ok to "troubleshooting". Customer did not "alleging" that the insulin pump was underdelivering. The device will not be returned for analysis.